Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "uveitis and endophthalmitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "dr explanted a xen due to late onset of infection. No blebitis, no pus around xen. No organism grew out so far, just acute onset of tons of panuveitis. Cleaned out by retina and now doing well. After healed from ppv I saw [pt] yesterday and the tip of the xen was exposed so [hcp] pulled it at the slit lamp." For the left eye. Device not available for return.